Manufacturer narrative:
(B)(6) 2015: the patient presented with right knee pain. Exam of right knee confirms moderate laxity with varus and valgus stress and a trace effusion. X-rays performed confirm a complete lucent line around his tibial component with mild valgus subsidence of the tibial component. Images also show some suggestion of a lucent line around his femoral component. Impression: loose prosthesis, right knee, possibly secondary to infection.

Event description:
It was reported that a revision surgery was performed due to pain, implant loosening, and possible infection.

Manufacturer narrative:
Additional information: no product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened.